Event description:
It was reported that a revision surgery was performed due to fracture, however, the patient had a history of groin pain onset before fracture. Revision surgeon reported the devices had been implanted for approximately 10 years.